Event description:
A doctor reported to baxter (B)(4) that the spike of a transfer set became separated from the port of the twin bag after fill. There was patient involvement, but no patient injury or medical intervention indicated with this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Received one used set with cap on spike and no cap on patient connector in reference to connection issue. Functionally hand tightened a lab (japanese) titanium adapter without difficulty and connected spike to port of lab bag. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab.